Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within a patient on (B)(6) 2010. According to the complainant, during the procedure it was "impossible" to deploy the stent. It was reported that there was no issues with the deployment suture; and the stent was not deployed at all inside the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok". Based on preliminary investigation results of "stent partially deployed" this event is now deemed reportable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure it was "impossible" to deploy the stent. It was reported that there was no issues with the deployment suture; and the stent was not deployed at all inside the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok". Based on preliminary investigation results of "stent partially deployed" this event is now deemed reportable. Additional information received on (B)(6), 2010 stated that the stent was partially deployed outside the patient.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 90mm. Some of the stent loops on the proximal end of the stent were damaged, for they appeared pulled in appearance. It was possible to deploy the remainder of the stent without issue. There was no damage to the shaft of the delivery system. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.